Manufacturer narrative:
(B)(4). Eval summary: because the impaction/extraction tab is slightly away from the longer spike it is possible that off-axis impaction (resulting in a greater moment arm) may have contributed to the device failure. As returned, the longer of the two spikes has fractured at the 0.020" +/- .010 radius. Aside from the fracture, the device exhibits normal wear indicative of significant use in the field. The device has a potential field age of approx 5.5 years. Mfg documentation has been reviewed and was found to be conforming.

Event description:
It is reported that when extracting the spike arm, it was noticed that one of the spikes had broken off into the pt. The spike was successfully removed.